Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative performed a complete instrument check, cleaned the unit, and performed preventative maintenance. He replaced the vacuum nozzle, which resolved the issue. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable potassium electrode and chloride electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial k result was 6.8 mmol/l, and the repeated result was 4.8 mmol/l. The initial cl result was 166 mmol/l, and the repeated result was 104 mmol/l. The sample was repeated because the initial na result had a data flag. The repeated results were believed to be correct.